Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer was hospitalized for high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting their insulin pump and found that the pump works as it was designed. The customer was advised to change the reservoir and infusion set. No further information was provided.